Event description:
Information received by medtronic indicated that the customer reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with unresponsive middle button. Pump immediately alarmed an open book image once installing an aa battery. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully utilized crest, but unable to utilize thus software for downloading pump history files and traces due to unresponsive middle button. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and keypad flex cable), motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and missing display window/cover. Cosmetic damage was confirmed at the side of the pump. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Critical pump error (open book image) alarm confirmed, however, unable to confirm the cause of the critical pump error due to unresponsive middle button during downloading using thus software. Unable to download was confirmed due to unresponsive middle button. Unresponsive middle button was confirmed during testing due to moisture damage on the keypad flex cable. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.